Manufacturer narrative:
It was reported that left hip revision surgery was performed on a bilateral patient. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 74122150 acetabular cup 44/50 & 74123144 femoral head 44mm. Similar complaints have been identified and this will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical records were reviewed. The retroverted acetabular cup cannot be ruled out as a contributing factor to the patient¿s pain and clinical status. Although the reported pain, dark fluid and synovitis may be consistent with metallosis; the root cause of the metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to chronic pain and elevated chromium and cobalt levels from failed left hip resurfacing arthroplasty, consistent with metal-on-metal wear.